Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to touch contamination (not further specified). Six days prior to the receipt of this report, the patient was hospitalized for another indication. During hospitalization, the patient was diagnosed with peritonitis. Treatment for the peritonitis was unknown. At the time of this report, the patient was not yet recovered from the peritonitis event. The patient has not been retrained on proper aseptic technique as the patient will be performing hemodialysis. It was not reported if capd therapy was ongoing. No additional information is available.